Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable pulse generator was not connecting to the programmer. A reset was performed on the thoracic ipg and effectively programmed after it was connected. Issue was resolved. Patient was stable.